Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported about a week ago they had poor communication on their patient programmer. They changed the batteries in the programmer. They stated that they recharged fully a couple weeks ago and fell asleep. When they woke up they were unable to feel stimulation and are in pain because of having no stimulation. The patient noted that their pain began a week or two weeks ago. On the day of the report is was confirmed that the antenna was secure and synced with the ins but the issue was not resolved. The patient noted seeing the warning sign on the top left corner but patient services was unsure what screen the patient was seeing. Patient services wanted to see if the patient could communicate with their recharger, but the patient did not have it with them. They would call back when they had equipment for troubleshooting. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.